Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed in (B)(6) 1995 with jidai type implants at (B)(6) hospital via tha. The 1st revision surgery was performed on (B)(6) 2009 by removing jidai type implants and implanting new implants at (B)(6) hospital. It was reported that the surgeon found that the cup¿s dislocation with the breakage of the screw by x-ray. There was suspicion of armd. From the x-ray photo, there were a 36mm head and solution plus stem in addition to the cup. The patient is in the hospital since (B)(6) . The surgeon planned the 2nd revision surgery by replacing the cup. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.